Event description:
As reported by the user facility, the respiratory therapist was performed suction on a (B) (6). The suction was performed using an et tube and stylet. During the process, the tubing became dislodged and remained in the (B) (6) esophagus and stomach. The (B) (6) was required to be transferred to the nicu at another facility and surgical intervention was required to remove the tubing.

Manufacturer narrative:
The results of the investigation from the manufacturing facility are not available at the time of this report.